Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0234470. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample came in an opened packaging blister and a visual inspection was performed. The rubber stopper has an excess of silicone. The silicone is medical grade and is applied to the stopper and barrel to make smoother the plunger rod-rubber stopper movement. Investigation conclusion: based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur if there was a jam at the barrel silicone application station inducing the additional silicone application. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter inside the syringe. The following information was provided by the initial reporter: material no: 302830, batch no: 0234470. It was reported that there was a clear jelly/glycerin like substance that coated the rubber stopper and inside of the syringe.